Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the biofire bcid panel identified pseudomonas aeruginosa and additional organisms in bd bactec¿ plus aerobic/f culture vials for patient samples. When the specimen was sub-cultured pseudomonas did not grow. Result was not reported and patient treatment was not affected. The following information was provided by the initial reporter: it was reported that pseudomonas detected on biofire. Cultures are sent to an alternate facility for plating when positive. If the organism is not seen on a gram stain, the result is not reported. Pharmacist has confirmed that no patient treatment was affected - patients are being properly managed based on clinical signs/symptoms and repeat cultures. (B)(6).

Event description:
It was reported that the biofire bcid panel identified psuedomonas aeruginosa and additional organisms in bd bactec¿ plus aerobic/f culture vials for patient samples. When the specimen was sub-cultured pseudomonas did not grow. Result was not reported and patient treatment was not affected. The following information was provided by the initial reporter: it was reported that pseudomonas detected on biofire. Cultures are sent to an alternate facility for plating when positive. If the organism is not seen on a gram stain, the result is not reported. Pharmacist has confirmed that no patient treatment was affected - patients are being properly managed based on clinical signs/symptoms and repeat cultures. Patient 1: biofire result-staph sp/pseudomonas aeruginosa, culture - coag negative staph. Patient 2: biofire result-s.aureus/ps aeruginosa, culture - mrsa. Patient 3: biofire result-staph sp/pseudomonas aeruginosa, culture - coag negative staph, bacillus cereus group. Patient 4: biofire result-staph sp/pseudomonas aeruginosa, culture - coag negative staph. Patient 5: biofire result-staph sp/pseudomonas aeruginosa, culture - coag negative staph. Patient 6: biofire result-staph sp/pseudomonas aeruginosa, culture - coag negative staph. Patient 7: biofire result-staph sp/pseudomonas aeruginosa/candida albicans, culture - coag negative staph, candida albicans. Patient 8: biofire result-pseudomonas aeruginosa, culture - corynebacterium minutissimum. (B)(6) 2021 patient 1: bottle lot not available. (B)(6) 2021 patient 2: lot 0301021. (B)(6) 2021 patient 3: lot 0315673. (B)(6) 2021 patient 4: lot 0315673. (B)(6) 2021 patient 5: lot 0315673. (B)(6) 2021 patient 6: lot 0315673. (B)(6) 2021 patient 7: lot 0315673. (B)(6) 2021 patient 8: lot 0301021.

Manufacturer narrative:
Investigation summary: bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Bd bactec system is designed and cleared for the qualitative culture and recovery of anaerobic/aerobic organisms from blood. Bd has no specification for use with molecular testing such as the biofire filmarray® blood culture identification bdic/bcid2 panels. While bd highlights the inherent risk of nonviable organisms in blood culture media in our package insert is stated the molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufactures¿ instructions for use. Although bd is unable to confirm the complaint, we have initiated CAPA # 2631844 to further investigate these reports and determine any appropriate actions to reduce their occurrence.